Manufacturer narrative:
Upon investigation, a malfunction was identified. The device showed the dull cutter, blade and tip were dull, with the blade appearing flat and the tip rounded. Review of the device history record for this lot did not produce any findings that attribute to this incident. We have identified a malfunction that has met the criteria for reportablitliy. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."

Event description:
The physician attempted arteriotomy closure with the starclose vascular closure system after an interventional procedure. Upon advancing the thumb advancer the sheath detached from the hub. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.